Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that a hematoma removal was performed on (B)(6) 2025, and there was no increase since then.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU is currently available. Chapter 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas including pericardial fluid collection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced pericardial fluid collection on (B)(6) 2025. There were signs of tamponade and surgical intervention was required for drainage. The association of the event to the device was considered unlikely, but was not ruled out.